Event description:
It was reported that the patient presented via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. No patient symptoms were reported. The physician elected to replace the lead. Patient remained stable before, during and after the procedure and will continue to be monitored normally..